Manufacturer narrative:
(B)(4). The reported failure was confirmed. The printed circuit board (pcb) was replaced. The device then operated as intended.

Manufacturer narrative:
(B)(4). The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.

Event description:
It was reported that during an equipment check, the device display was missing segments. There was no report of patient involvement. There is no report of serious injury or death associated with this event.